Event description:
Customer states: "one stent which had been in situ for less than 3 months, fractured into small 'porcelain' type pieces when the urologist attempted to remove it. Another two stents had knotted in the pelvis when removal was attempted (these were 2 different stents, patients and urologists). The urologists felt that the curve had formed a memory and the material had stiffened."

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being performed. The distributor has been contacted several times for additional information. As additional information becomes available, it will be forwarded.